Event description:
Pt underwent cystoscopy with removal of left ureteral stent. A semirigid ureteroscope was then placed in the left urethral orifice where multiple stone fragments were seen. A stone basket was then placed and the stones engaged. Upon inability to disengage and remove the stone basket, the ureteroscope was removed and the stone basket was placed on gentle traction the next day, the pt returned to the operating room for cystoureteroscope with laser lithotripsy and removal of stone basket with stent placement. The equipment functioned properly, cause was user error.